Event description:
A malfunction alarm was reported with the code "malf 9." There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received pump reset information from technical support and chose to return home to perform the reset, with plans to call back once ready to complete the process.